Event description:
The initial reporter received a questionable tina-quant hemoglobin a1cdx gen.3 result from one patient sample tested on the cobas c 503 analytical unit. The initial result of a finger stick sample from the abbott afinion 2 system was 5.9%. The repeat result of a venipuncture whole blood sample from the c503 analyzer was 6.96% (rounded to 7.0%). The time interval between the measurements was requested but not provided. The clinic deemed the abbott afinion's result correct.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The customer performed a comparison test between the analyzer and a point-of-care system device, which showed that the analyzer gave higher results. The field service engineer replaced the sample probe and recalibrated the assay; the repeat comparison test was acceptable. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 contact office - manufacturing site, and g4 PMA / 510k (premarket numbers) updated. The field service engineer verified the analyzer's performance with precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.